Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support insulin delivery was resumed successfully and customer continued to use the pump for insulin therapy.